Event description:
Additional info received from the reporter on (B)(6) 2014: I'm writing to correspond on any actions that are considered to be taken, to assure my safety from mesh infection. This bacteria infection has taken a toll on me mentally and physically to the extreme. My bladder has gotten weak urinating 2-5 minutes apart constantly. Lately I've been taking clindamycin hcl 300mg caps and using bacitracin. To try to stop drainage and maybe heal the wound, that should've been healed at least 6 months after the surgery in 2007. Through my research this device is causing problems and being removed from patients around the world. Who are receiving compensation from the flaws of this device. To which is causing skin erosion, bladder failure and other serious effects from this infection. While taking antibiotics up to 15 days. Drainage from this wound still discharges. I'm seeking to settle this matter without a legal advisor at the moment. After I'm released if this fails I'll appoint an attorney on these terms, if not in the next couple of months. I've tried to retrieve medical records from the hospital that did the surgery and they've failed to comply. ((B)(6)) which I am entitled to these records under constitutional law. With all respects I'd appreciate all concerns on this matter with a response.

Event description:
I was refered to you guys by (B)(6) attorneys at law. I have been diagnosed with "pelvic mesh infections", from a hernia repair surgery which took place (B)(6) 2007 at (B)(6). Surgery was performed by a dr (B)(6). I knew something was wrong cause when they made the cut, "I was left open, said for old blood to drain out". Now all these years later, I still have not healed from the cut. Which drains dark pus and blood. I can lower my trousers and see flesh where they made the cut at. Please help me with this the best way possible. The attorneys above are unable to help me with a claim at this time. More than likely cause I'm uninsured, incarcerated and indigent. If possible please forward to me all information to stay healthy regarding to this diagnosis, and any firms that may accept my claim and/or further precautions and tips to take. So that I may settle this in court please, and also stay healthy. I would highly appreciate any and all assistance regarding to this situation, with a response please.